Manufacturer narrative:
Atient explanted due to normal battery depletion. No anomalies seen in explanted ipg. No further action to be taken.

Manufacturer narrative:
Follow up by (B)(6): I talked to her on friday, and she said she was going to have a CT, or x-ray done to see if one of the sutures came lose. It appears that the device may be flipping and tangling the wires. Dr. (B)(6) has been out of the country, but should be back this week. I spoke to dr. (B)(6) in tulsa today, and he thinks that she will probably need to have a new pocket placement done. I'll make sure that dr. (B)(6) and dr. (B)(6) connect to discuss the best ways to help this patient.

Event description:
From the call center: I'm having trouble with device, need advice in what to do. Patient called into the help line.